Event description:
Same case as 6000093-2006-00732. Fourty two days post a coronary drug eluting stent procedure a thrombosis occurred. The 100% stenosed lesion located in the non-calcified non-tortuous left anterior descending (lad) was predilated with a 30mm balloon. Two taxus liberte stents (2.75x32mm and 2.75x16mm) were successfully implanted in an overlapped position in the mid lad lesion. The initial procedure was successful. Clopidogrel was admin pre-procedure. Heparin was used during the procedure. The pt was prescribed clopidogrel post-procedure. The pt was also on the following meds post-procedure. The pt was also on the following meds post-procedure; aspirin, lovastatin, enalapril, isosorbide dinitrate, and metroprolol. Fourty two days later the pt presented with chest pain and was treated for thrombosis in the ER. The pt was reported to be stable and awaiting further angioplasty.